Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Per the reporter, this has been happening for "the last several months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow or restricted flow issue with an extension set with one-link needle-free lv connector. This event occurred during setup and use. The no flow or restricted flow forced the anesthesiologist to have to attempt the procedure several times using this item. The nurse stated that the issues was that fluid cannot run quickly enough through the extension sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.